Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an occlusion alarm while in use on a patient. The device continued to function and ventilate however the patient was removed from the vent and put on an alternate device. No patient harm reported.